Event description:
Blood glucose measured 360 mg/dl back to back with a result of 40 mg/dl performed within 5 minutes of each other. No actions were taken or treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.